Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05333. It was reported that the presented to an emergency room, pocket erosion along with infection was observed. It was noted that one quarter of device was protruding out of the pocket with visible purulent fluid. The whole system was explanted without any issues. The patient underwent an initial implant procedure for sudden cardiac death in heart failure trial (scd-heft). There is no known allegation from a health professional that suggests the infection was related to device however, physician suspects erosion could have been the cause of infection. The patient is not dependent, and plans were made to reimplant in the submuscular on the right side after infection is cleared. The patient was stable post procedure.